Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the hospital due to diabetic ketoacidosis and high blood glucose. Customer's insulin pump had a pump error. The customer¿s blood glucose level was 300 at the time of the incident. Customer experienced blood glucose level of 110 mg/dl. Customer¿s blood glucose level was 155 mg/dl at the time of call. The insulin pump will not be returned for analysis.